Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for eval. Add'l questions in regard to the incident have been asked. If the sample is received, or if add'l info pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that a pt sustained a very small burn where the argon handset was sitting on the sterile field (not in a holster). The size of the burn was extremely small and no treatment was required. It was reported that the device self-activated.